Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, in the knotting process, the suture automatically broke off at the position 6cm away from the end without touching the end. There was no patient injury.